Event description:
User noted low sodium recovery for two patient samples. Initial result for both samples was 131 meq/l, repeat result for both samples was 137 meq/l. Initial results were reported. User sent corrected reports both for patients. Neither patient was treated on the basis of the erroneous result or was adversely affected. The field service representative could not find any problems with the ise module. He checked the ise module for any leaks or contamination and checked all pinch valves and electrodes. He also cleaned and checked the mix tower. Performance tests were performed which were within specification.

Event description:
User noted low sodium recovery for two patient samples. Initial result for both samples was 131 meq/l, repeat result for both samples was 137 meq/l. Initial results were reported. User sent corrected reports for both patients. Neither patient was treated on the basis of the erroneous result or was adversely affected. The field service representative could not find any problems with the ise module. He checked the ise module for any leaks or contamination and checked all pinch valves and electrodes. He also cleaned and checked the mix tower. Performance tests were performed which were within specification.